Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial leadless pacemaker (lp), it was noted that the lp exhibited low sensing and high capture thresholds. The lp was not used. A second atrial lp was attempted to be implanted and it was noted that the lp exhibited no capture and intermittent capture, low sensing and low current of injury. The lp was not used and a pacemaker was implanted. There were no patient consequences. There was no allegation of malfunction from the physician on either lp.

Manufacturer narrative:
Reported events of a device sensing problem, intermittent capture, and a use of device problem could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Analysis performed, including a sensing test and output verification, found no anomaly contributing to reported events of a sensing problem and intermittent capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.